Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that there was no capture on this ra lead. The lead was found to be dislodged and hanging in the atrium. The lead was explanted during a pacemaker change out.